Event description:
It was reported that an unspecified number of syringes plastipak 5ml s/su experienced difficult plunger movement during use. The following information was provided by the initial reporter: at the time of blood collection for patient service, a 5ml luer-lok needleless syringe from lot 9164888, manufacturer bd platipak, was used, and when aspirating, there was pressure when pulling the syringe plunger, causing an accident with the glue.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes plastipak 5ml s/su experienced difficult plunger movement during use. The following information was provided by the initial reporter: at the time of blood collection for patient service, a 5ml luer-lok needleless syringe from lot 9164888, manufacturer bd platipak, was used, and when aspirating, there was pressure when pulling the syringe plunger, causing an accident with the glue.